Event description:
Treatment of a giant unruptured saccular aneurysm measuring 25mm x 12mm in the cavernous segment of the left ica (internal carotid artery). During the pipeline deployment, it was reported that a hyperform balloon was used to achieve full wall apposition on the proximal segment of the pipeline (an option presented in the instructions for use, u.s.). No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).